Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at 5.2 ¿ 5.4 cm from the connector pin at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.